Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer made a change to the pump basal rate per healthcare provider's recommendation and customer¿s blood glucose (bg) lowered to 43 mg/dl. Customer's spouse assisted customer by providing glucose tablets to treat low bg. Recommendation was made for customer to discuss event with healthcare provider.